Event description:
A customer reported ¿3020 diluent low¿ error when the bottle was full on the aia-360 analyzer. The technical support specialist (tss) suspect a faulty diluent cap sensor and shipped the customer a new one for further investigation which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). The analyzer is down. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The technical support specialist (tss) followed up with the customer and confirmed the aia-360 analyzer is functioning as expected. The customer received the diluent cap sensor and replaced it, resolving the problem. No further action required by a technical support specialist. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 30aug2023 through aware date 30sep2024. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (3020) diluent low. Meaning: insufficient diluent. Troubleshooting: after confirming that ¿assay¿ displayed on the upper right of the assay monitor screen changes to ¿stop¿, replace the diluent with new one and press the start key to restart assay operation. The most probable cause of the reported event was due to the failure of the diluent cap sensor.